Event description:
Home patient (hp) reported feeling pain, similar to excessive air, while using the homechoice cycler for "apd" therapy. Hp reported hp felt pain on september 11, 12, and 13 before calling in to baxter healthcare's operational support on september 14 to request a replacement homechoice cycler. Hp relates that no x-rays had been taken and hp cannot verify that hp had been filled with air, however, hp has had a previous experience of excessive air and relates that the pain hp felt was similar. Hp states that the homechoice cycler may not be related to pain and feels incident may be attributable to prior hospitalization on september 3-7. Hp relates that prior to feeling pain, pt had been hospitalized for a hypertensive crisis due to complications from "pt's blood pressure patch coming off and a rebound from pt's medication", which pt states was not related to peritoneal dialysis. Hp states that during the hospitalization, pt was dialyzed by healthcare professionals using a "apd" cycler that was not pt's homechoice cycler nor made by baxter. Hp relates that hp suspects that "something might have happened with that other cycler in the hospital" which resulted in hp's feeling pain. Hp relates there was no pt injury or medical intervention. Follow up with the hp's healthcare professional (hcp) reveals they do not feel that the hp had been filled with excessive air nor do they feel that any device failure or malfunction had occurred. Health care professional feels that pain may have resulted from peritonitis episode that hp had in september. Health care professional relates they do not attribute peritonitis to baxter products but feels that hp was non-compliant and contaminated self. Hcp relates that hp has a history of non-compliance, including the hypertensive crisis which they state occurred after the hp did not take the blood pressure medication. Hcp had no further incident data to provide.